Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and power loss alarm also had reset ram crc alarm. Customer's blood glucose value was 535 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will be returned device for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test. The insulin pump was monitored for six days and there was no blank display, power loss anomaly nor power error 23 alarm. The power management tool confirmed the unloaded voltage and loaded voltage was within specifications range. There was no power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm during testing. The insulin pump did not have power error 25, unexpected low battery alert, unexpected power loss alarm, unexpected replace battery alert nor unexpected replace battery now alarm during testing nor in the pump trace download. The internal battery connector was connected properly. However during visual inspection the electronic assembly and motor had moisture damage. The device did not meet specifications.